Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which noted the following: the device failed the functional test due to unintended motion. It was noted that the device was running all the time when the trigger was not pressed. During repair it was observed that the bearings were corroded, the seals were worn, there was an unknown liquid residue on the electronic control unit (ecu) and there was an unknown substance on the needle sleeve and bearing shell. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that battery oscillator device continually runs even when the trigger was not pressed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.